Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model sedr01, implantable pulse generator (ipg), implanted 2009-(B)(6); model 4592-45, implantable pacing lead, implanted 2009-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an abrupt rise in bipolar impedance and threshold. The lead was reprogrammed to unipolar. Within a week the lead was replaced. No patient complications have been reported as a result of this event.